Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 8 atmospheres for 5 seconds, the balloon was ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 8 atmospheres for 5 seconds, the balloon was ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.